Event description:
It was reported that during a scheduled vena cava filter retrieval, fluoroscopy demonstrated a filter limb perforation of the ivc. The filter was unable to be retrieved successfully; therefore, the filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.